Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
The following complaint of sterility (product not sterile) was identified in the bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter. "The hemogard cap of the serum tube (puncture membrane) is very badly damaged, the cap has two holes."

Event description:
The following complaint of sterility (product not sterile) was ideinified in the bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter. "The hemogard cap of the serum tube (puncture membrane) is very badly damaged, the cap has two holes."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/19/2021. H.6. Investigation: bd received 1 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for holes in the cap with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The likely root cause of this type of defect is insufficient rubber entering the mould cavity, leading to cracking, and occasionally a small hole. H3 other text : see h.10.